Manufacturer narrative:
(B)(4). The device was not returned to baxter and the status of the device is unknown, therefore the customer reported problem could not be confirmed. The assignable cause of the reported condition was undetermined. Multiple attempts to contact the facility nurse were unsuccessful,

Manufacturer narrative:
(B)(4). It is unknown if the homechoice device will be returned to baxter for evaluation. Should additional information become available a follow-up will be submitted.

Event description:
Baxter global pharmacovigilance reported a patient's caregiver stated the homechoice cycler was not working properly and the baby could not drain. The patient was taken to the hospital for testing and was admitted.